Event description:
Boston scientific received information that the patient's pocket site was swelling and initially considered as pocket hematoma. Purulent fluid was extracted when the pocket was opened. This device was explanted and replaced with no issue. The pacemaker is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.